Event description:
On (B)(6) 2012, the patient contacted animas and stated that the down arrow and backlight keypad buttons were intermittently responsive. The keypad was reportedly intact. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the complaint regarding the down arrow and contrast keypad button malfunctions could not be duplicated. All keypad buttons were responsive when tested. The keypad cover was removed for investigation and revealed contamination under all the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.